Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient died while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient died while using the device. Medical intervention was not specified. After the third attempt to have the device and components evaluated, it was reported that the patient had passed away, customer¿s niece responded that he died because the power went out in her city for 14 hours. She was unable to use her device because the battery was low and indicating that it was low by a loud beeping noise, which she could not tolerate because it kept waking her up throughout the night, so she eventually turned it off .by the time morning arrived, her blood gases were so altered that she was unable to communicate her distress and therefore died in the car on the way to her doctors appointment that morning. But there is no information provided regarding the device return. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.